Event description:
It was reported that a patient's implantable cardioverter defibrillator fell into backup mode. Analysis of the device revealed the patient had received inappropriate shock three times due to atrial fibrillation while in backup mode. The physician reprogrammed the patient's device to restore its initial settings. The patient did not experience any consequences from this event, and was stable throughout the procedure.